Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports breast prosthesis rupture on the right side. The device has been explanted and replaced.